Event description:
The manufacturer's representative attempted to program the device with the patient programmer while the patient was in recovery after implant. A power-on-reset condition occurred along with a "call your doctor" icon displayed on the programmer. This happened three times before the programs were reset with the physician programmer. The next attempt with the patient programmer was successful. The reason for the three power-on-reset conditions is unknown. There was no injury to the patient.